Event description:
The customer reported that the insulin pump is giving him too much insulin. The customer stated that his blood glucose reading was between 160 mg/dl to 180 mg/dl and suddenly dropped to 30 mg/dl and the paramedics were called. The customer also stated that he went low when driving and got in a car accident. The customer declined to give any further information on the issue relating to his pump and the incident. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.